Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported that both of the navigation system monitors were flickering black with only the top lines of the screen visible. The medtronic representative reported the issue is resolved when the navigation system is rebooted. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on 06/02/2015 for issue resolution. On 06/08/2015 a medtronic representative, following up with the site, replaced the navigation system computer and performed a navigation system check-out, all areas passed. The medtronic representative reported the system was functioning as expected after the computer replacement. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer passed all testing with no problem found. Suspect another system component caused event. No fault found, event could not be replicated during testing.